Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.